Event description:
It was reported that pump malfunction occurred after pump got wet. The customer could not confirm the fault ID because the pump would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.